Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement is expected in the near future and return for analysis were recommended. No adverse patient effects were reported. This crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement is expected in the near future and return for analysis were recommended. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that this crt-p was successfully explanted an replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement is expected in the near future and return for analysis were recommended. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that this crt-p was successfully explanted an replaced. No additional adverse patient effects were reported outside the revision procedure.